Event description:
It was reported that during a video laparoscopic cholecystectomy procedure, trying to bind the cystic duct and they applied clips. Four remained opened and so they fell on the surgical field (they have been recovered). Out from the surgical field, after a test of the device, the operator confirmed that the clips didn't close. The intervention was extended. The patient suffered no specific medical intervention.

Manufacturer narrative:
(B)(4).